Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted concurrently with colporrhaphy: anterior & posterior fixation sacrospinous due to sui. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior/posterior colporrhaphy, sacrospinous ligament vaginal vault suspension due to sui, vault prolapse, cystocele and rectocele. It was reported that following insertion the patient experienced pain, urinary/bowel problems, organ perforation and vaginal scarring. It was reported that patient underwent urethrolysis on (B)(6) 2006 due to bladder outlet obstruction. It was reported that patient underwent repair w/novasilk mesh on (B)(6) 2008 due to symptomatic cystocele and enterocele. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.